Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse replaced the universal surgical manipulator (usm) to solve the fault. The system was tested and verified as ready for use. Isi has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that universal surgical manipulator (usm) 4 had two recoverable 32097 faults. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found the reported 32097 error against usm 4. The tse noticed in the logs that the same error was present for several days for the last 10 days. The customer only needed three usms for the case and used usms 1-3. The tse advised the customer that if the error came back to either recover it or disable the usm so it would not return. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure (error 32097) was confirmed via the error logs and replicated in-house. The error logs showed multiple communication errors (1126, 31226, 32097) occurring on usm 4 pointing toward the rolling loop fiber. The unit was tested on an in-house system in normal mode where it triggered multiple 31226 errors. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the fiber test on the rolling loop fiber.

Event description:
Refer to h10/h11 for follow-up information.